Manufacturer narrative:
This is follow up 1 to MDR 3009051471-2025-00029. Since the initial report, more information was gathered from the reporter, and ctl amedica's engineering team completed the evaluation of the incident on 01/15/2026. The subject part was not returned, so ctl could not confirm whether the driver had pre-existing wear, micro-damage, manufacturing defect, or excessive torsional load (e.g., high insertion resistance from the large size screw and/or hard bone); therefore, the specific root cause for the tip shear is indeterminate without the part. The event description in section b5 and the investigative findings and conclusion codes in section h6 have been updated for this report from the initial report.

Event description:
The surgeon made a pilot hole with a drill, then used a gearshift pedicle probe. He then used the appropriate sized tap; the size under the final diameter size of the screw. He started with a 5.5mm tap and worked his way up from there (5.5, 6.5, 7.5, 8.5). He then selected the screw and was properly loaded by the srub tech. The surgeon went to apply the 9.5 x 50mm screw when the tip of the screw driver sheared off. The tip became stuck in the proximal end of the shank. They had to use different curettes and other instruments to retrieve the tip. They were able to recover it, but it delayed the case 20-30 min.

Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report due to all information not being provided yet to ctl by the reporter. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation.

Event description:
The tip of the driver sheared off during surgery.